Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging an issue with both her onetouch ultra and onetouch ultramini meter's casing. The patient reported that onetouch ultra test strips did not fit into the subject meter's test strip ports. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged issue with both meters began on the afternoon of (B)(6) 2010. The patient claimed she had last tested with one of the meters successfully that morning and obtained a result of "150 mg/dl." At the time the alleged issue started, the patient reported she was feeling shaky. As a result of not being able to test with the subject meters due to the alleged issue, the patient claimed she ate some candy in response to the symptoms and felt better. Later that evening, at approximately 4:30pm, the patient reported developing blurred vision; a symptom she associated with a high blood glucose. The patient claimed that at approximately 6:30pm, when she arrived home, she tested with a backup meter (unable to identify type of meter) and obtained a result of "458 mg/dl." The patient stated she took an increased dose of novolog insulin to correct the high. At the time of troubleshooting, the customer care advocate noted that the alleged issues with the subject meters remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.